Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient has no hearing sensation with the device. No accident has been reported.

Manufacturer narrative:
According to the currently available information, damage to the active electrode, as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. A date for re-implantation has not been made available yet.

Event description:
The patient no longer has any hearing sensation with the device. No accident has been reported. Re-implantation is considered but as yet no date scheduled.

Manufacturer narrative:
Damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. Also an impact to the head might have weakened the fixation of the active electrode and could also be a factor for electrode mobility. The investigation results appear to match the symptoms mentioned in the patient report. This is a final report.

Event description:
The patient no longer has any hearing sensation with the device. No accident has been reported. The patient has been re-implanted.